Event description:
It was reported ongoing intermittent occlusion alarms occurred, eventually resulting in the customer's blood glucose level was 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.